Manufacturer narrative:
(B)(4). Eval, results and conclusion: based on the info available, the root cause of the damage to the shaft cannot be determined. Moderately tortuous and calcified lesion hindered advancement of device. Eval summary: the distal outer tubing was torn distally from the guide wire entry port, resulting in the core wire being exposed. The distal outer and inner shafts were severely torn with a chatter mark effect.

Event description:
An attempt was made to advance a sprinter legend 1.5mm diameter x 10mm length rapid exchange (rx) balloon dilatation catheter to a moderately tortuous and calcified lesion in the lad, however, after several attempts the device would not cross. Upon removal, a small wire was protruding from the device. The physician replaced the balloon and finished the procedure using several other short balloons and stented the vessel. No additional clinical sequelae were reported.